Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post implant the pulse generator exhibited oversensing. After programming changes were made, the device did not behave as expected, there was telemetry issues during interrogating with the device wand and wand-antenna attached. The electrocardiogram showed the patient in tachycardia when the surface electrocardio showed bradycardia pacing. The device was not used and replaced.